Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported from the medsun: (B)(4). Event 2 describe the event or problem: from [date redacted] through [date redacted] approximately 3 weeks, there have been 17 dialysis tubing issues reported. Model sl-2010m2096 issues: connection issue-air in line 11. Connection issue-air in line, blood leak 3.

Manufacturer narrative:
The received medsun report: (B)(4), describes a total of 14 events associated with batches: a2500217, a2500218, and a2500247. Since the report does not specify how many events are linked to each lot, the following distribution has been assigned for reporting purposes: lot: a2500217 - ten events. B. Braun medical internal report number: (B)(4). Lot: a2500218 - one event. B. Braun medical internal report number: (B)(4). Lot: a2500247 - three events. B. Braun medical internal report number: (B)(4). This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.